Event description:
A sales representative called baxter corporate product surveillance to report an unknown number of 7-day infusors, which did not infuse all of the medication to the patient. According to the report, one patient took home an infusor and when he came back a week later, only 60cc out of 90cc of the medication (unknown) was infused. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Four companion samples were returned for evaluation. A visual inspection of the four samples was performed and no defects were observed. A functional flow rate test was subsequently conducted on the four units for 134.4 hours. At the end of the flow test period, the four units produced the following flow rates (ml/hr): calculated = 0.4633(first unit), 0.4709 (second unit), 0.4683 (third unit), 0.4605 (fourth unit). The flow rates were found to be within the specification range of the product (0.4375 - 0.5625 ml/hr). Based on the evaluation finding, the reported condition was not confirmed for all four units received. The root cause was not determined. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.